Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. Current resistance testing found no anomalies either. The condition of the returned incident device was not consistent with the complaint since after electrically testing the returned unit it was found to be within manufacturing specifications. Since a specific cause of the reported failure cannot be identified, a most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when the physician performed an excision of a large intestine tumor (tumor size: about 2mm, coagulation wave: 30w), the ablation was not completed. No device damage was noted/reported. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device with the same active cord. Reportedly the device was not inspected/tested prior to use.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the physician performed an excision of a large intestine tumor (tumor size: about 2mm, coagulation wave: 30w), the ablation was not completed. No device damage was noted/reported. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device with the same active cord. Reportedly the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.